Event description:
The customer reported via phone call that they experienced low blood glucose. Customer also reported their blood glucose rising to 600 mg/dl when they first started insulin pump therapy. Customer stated their blood glucose would decline to 67 mg/dl in the past. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.